Event description:
It was reported that the system 7 sagittal saw was allegedly smoking during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 sagittal saw was smoking during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of device smoking was not confirmed. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met qip and performance specifications in regards. The device was not repaired but returned to the customer.